Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on 10/16/2015 was above 600 mg/dl with diabetic ketoacidosis, extreme thirst, extreme urination, nausea, and unspecified ketones. It was reported the patient was hospitalized that day with insulin via injection and intravenous fluids. A loss of prime issue was reported. This complaint is being reported because the reported serious injury was attributed to a cartridge issue.